Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 582 mg/dl and ketones: cause of bg not known. Reportedly, the customer experienced "issues with hands. Muscles in back but has not been determined if it was caused by the elevated bg." Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2026 with the issue resolved. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.